Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that the patient anatomy contributed to the reported slda; however this cannot be confirmed. The reported slda likely resulted in the reported mitral regurgitation. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat grade 4+ mixed mitral regurgitation (mr). The procedure was performed on (B)(6) 2019, one clip was implanted reducing mr to 2+. On (B)(6) 2019, prior to discharging the patient echocardiogram confirmed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 4. A second mitraclip procedure was performed on (B)(6) 2019, one clip was implanted, reducing mr to 2. The patient is fine. No additional information was provided.